Manufacturer narrative:
Per (B)(4) final report. The explanted devices, x-rays and operative notes could not be provided, however, the appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. The device was manufactured in jun 19 (as a batch of 21). The 21 parts associated with these records were manufactured, cleaned, packaged and sterilised in accordance with the correct specifications at the time of manufacture. The cleaning method, the sterilisation method and sterile barrier system used to package unity devices has a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery procedure and its incidence is followed by performing some trending on the complaints. Thus this case is now considered closed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Unity revision of the cs insert due to infection.

Manufacturer narrative:
Per (B)(4) initial report: additional information, including date of the primary and the revision surgery, post primary and pre revision x-rays, operative notes, patient details, patient medical history and an update on the patient has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records were manufactured, packaged and sterilised in accordance with the correct specifications at the time of manufacture.

Event description:
Unity revision of the cs insert due to infection.